Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. No recalibration was needed. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
A review of the information provided was performed, and the sensor was within the tolerance for cm mean; therefore, the reported event is unconfirmed. This reported event was investigated for possible inaccurate reading. Based on a backend log analysis, it was confirmed that the sensor was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 34.97 mhz and 34.93 mhz during the review of the applicable reading(s). A review of the DHR was performed and epiq-ncmr00043966 was identified. Per engineering review, there was no adverse impact to product or evidence of relation to the event reported. The data from the temperature sensitivity test (associated cs-000406 batch 6560580) was reanalyzed and no physical rework to the product occurred. There were no changes to accept and reject quantities previously recorded. All units are conforming to the cs-000406 specification. A lot review was performed via complaint handling system (epiq) using a search on the batch number. Conclusively, there is one additional complaint(s) related to the associated batch, and the reported issue.